Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in united states. Through follow up, livanova learned the customer has ordered a new gas blender since the complained one is old to be repaired. A new one was received and installed by the trained biomed. The preventive maintenance that the gas blended did not pass has been performed by hospital biomed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the flow of the gas blender did not meet specification during maintenance. There was no patient involvement.

Manufacturer narrative:
H10: no repair activity was performed on the unit. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2010. Based on investigation results of previous similar cases and on the manufacturing date of the unit (2010), the reported issue can be traced back to a component failure of the device due to wear.

Event description:
See initial report.